Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and a broken two piece luer lock body with one portion was broken inside they site was observed. The reported issue "unable to disconnect" could not be verified or refuted due to the broken device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was stuck in the y-site of a clearlink system continu-flo solution set when trying to disconnect. This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.